Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2016; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-feb-2018, UDI#: (B)(4). Date of event is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and bupivacaine (concentrations and doses unknown) via an implanted pump for spinal pain indications. It was reported that "every once in a while" (within 2024) the patient could feel when the bupivacaine was going through the catheter because when she went from sitting or lying down to standing, sometimes she gets a rush of numbness to her feet. The patient told the doctor about it two days ago when she went to get her oral medications filled and the doctor told her he thought the catheter may have a kink in it which was the only explanation. The patient would be going to the doctor on (B)(6) 2024 and would discuss with the doctor. The issue was not resolved.